Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the gastrointestinal videoscope had an e216 error (scope communication error code) based on the results of the investigation, the probable root cause is fluid invasion of the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the gastrointestinal videoscope had an e216 error (scope communication error code). There was no patient involvement.